Manufacturer narrative:
The history of the gi bleed was previously reported under MFR: 2916596-2018-00702 and 2916596-2018-02049.

Event description:
It was reported that the patient was admitted with concern for heart failure after presenting to clinic with complaints of shortness of breath. Patient had an echocardiogram done (B)(6) 2019 that showed an ejection fraction of 20% and severe right ventricle dysfunction. The patient denied any fever or cold symptoms. His vad speed was also decreased at office visit on (B)(6) 2019 and his dose of entresto was reduced. No signs of infection at vad driveline site and there were no reported vad alarms. Right heart catheterization was done that showed a pulmonary capillary wedge pressure (pcwp) of 30 mmhg at speed of 5400rpm and the speed was increased to 5800rpm with resultant decrease in (pcwp) to 24 mmhg. Entresto was held due to complaints of dizziness but restarted at reduced dose prior to discharge. Aspirin was stopped at discharge due to history of gastrointestinal bleeding. The patient's diuretic regimen was increased to torsemide 20mg twice a day. The patient was discharged home (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported right heart failure could not be conclusively determined through this investigation. The heartmate 3 left ventricular assist system instructions for use lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The instructions for use states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on oct 15 2018. No further information was provided. The manufacturer is closing the file on this event.